Event description:
The user reported that the device would not display correct o2 readings. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.